Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician had difficulty inserting the connector in the atrial port. After the connector was able to be inserted, the set screw was not working properly. The pulse generator was replaced.